Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that in the last couple of days it has been a little more difficult to charge ins and today patient cannot charge ins at all. It shows 'no device found.' The patient was instructed to press 'recharge.' It went to passive mode recharge (prm). Patient tried going through a few cycles of prm on the call and was not able to get to the normal charging screen. Patient says she still feels stimulation. Patient will be contacting the manufacturer representative (rep). No patient symptoms were reported. No further complications were reported/anticipated.